Event description:
It was reported that the recanalization catheter became very hot to the touch. Reportedly, the catheter was activated for approximately 3 minutes when the user indicated that it felt hot to the touch. The catheter was retracted without incident and the procedure was completed using another catheter to cross the sfa occlusion. There was no patient injury reported.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. The device was returned for evaluation. The outer catheter was broken appeared to be melted. No functional testing could be performed due to the melted/separated condition of the device. The complaint investigation is inconclusive for overheating. The complaint investigation is confirmed for melting to the outer catheter. It is unknown if patient (i.e. Length of lesion) and/or procedural issues contributed to this event. It is unknown whether the flowmate injector used during the procedure contributed to the reported event. The definitive root cause could not be determined based upon the available information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.